Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 43 minutes into procedure and 368101 joules, the beam began forward firing. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Correction to field d4: lot number.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 43 minutes into procedure and 368101 joules, the beam began forward firing. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber identified a circumferential fracture at the distal side of the fiber cap. The fiber was functionally tested with the hene (helium-neon) laser fixture. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, at 43 minutes into procedure and 368101 joules, the beam began forward firing. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, at 43 minutes into procedure and 368101 joules, the beam began forward firing. Due to this, the procedure was completed using another device. There were no patient complications.